Manufacturer narrative:
The specimen presents slight camber over the entire length of the device. Visually and tactilely, the coating surface appears consistent, with a worn finish throughout with scattered minor scrapes, irregular abraded regions, and small, scattered clumps. When hydrated, the coating feels smooth and consistent. The specimen wire hydrates readily and remains hydrated. Except where noted, this specimen wire does not present any definitive indication of mfg defect or anomaly. The device history records relative to the mfg, inspecting and packaging of lot 01974364 were reviewed. All records indicated that the product was final inspection tested and determined to be acceptable. The root cause for this complaint was not determined.

Event description:
It was reported that during a cerebral angiogram diagnostic procedure, the physician "was using the zipwire to access the vessels. Upon withdrawal, he noted the wire to have a clumpy feel to the wire coating." The procedure was completed with a different guidewire. There were no pt complications and the pt condition is reported as "good."